Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner had failed. The field service engineer (fse) replaced the scanner universal serial bus cable and tested the scanner, with all tests passed successfully. The customer was able to load medication using the scanner without any issues. The customer verified full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was working intermittently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.